Event description:
Reportable based on analysis completed on 04-dec-2018. It was reported that a temperature issue occurred. During an ablation procedure involving a intellanav mifi open-irrigated catheter. In the middle of the procedure, the physician was unable to ablate due to a high temperature reading as soon as coming on ablation. They ablated with no issues, but then removed the catheter to remap with orion. Once going back up with the ablation catheter, they noticed a high resting temperature reading of 54d from the generator while not ablating. After switching to a new cable, they determined the temperature sensor in the ablation catheter had gone bad. They switched out to a new catheter and there were no problems thereafter. There was no patient injury and the case was completed successfully. However, returned device analysis revealed body fluid found under ring 1 and 2 electrodes and both ring 1 seals. Visual inspection noted that the distal end has a slight bend at the butt bond. Dried body fluid found under ring 1 and 2 electrodes and both ring 1 seals. Butt bond seal is intact. Dried body fluid also found on the handle, main body tubing and on the distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. The thermocouple measured electrically open in straight, right and left curve configurations. All electrodes and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found a separated wire in the distal end. The distal end was dissected to investigate the separated wire. Dried body fluid confirmed under rings 1 and 2, but a higher concentration under ring 2. Dried body fluid and dried saline found throughout the inside of the distal end tubing, but mostly in the area between the tip and ring 2. The separated wire was tc thermocouple and the separation was located approximately 30mm from the end of the distal tip. The wire insulation held the two ends together. The tc wires were isolated at 40mm from the tip and the resistance of the tc wire back to the breakout box was normal and the tc- wire was normal. Resistance through the thermocouple was also normal.